Event description:
It was reported that the customer was experiencing issues with the insulin pump turning back on. The customer's blood glucose was unknown. The customer stated that he had received a low battery alert and changed the battery. Afterwards, the display was blank. Troubleshooting for a blank display was done. After troubleshooting, the display did return. Assisted customer in performing a self test, and the insulin pump did pass the self test. Advised customer to monitor the insulin pump. Advised that a replacement battery cap would be sent. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.